Event description:
The patient passed away on (B)(6) 21 due to "extension of stroke".

Manufacturer narrative:
Manufacturer's investigation conclusion: no autopsy was performed and the device was not explanted for evaluation. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's implant/exchange was reported under MFR# 2916596-2021-04074. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that day after implant on (B)(6) 2021, sedation was off for 12 hours and patient was not waking up appropriately. A stroke alert was called. CT (computed tomography) showed hemorrhagic stroke. As of (B)(6) 2021, patient was extubated, following some commands, but still unable to move left side. The patient ultimately expired on (B)(6) 2021.